Event description:
It was reported that (1) device was used during an appendectomy. It was reported by the affiliate that the tsb35 instrument does not fire correctly and cannot be opened easily. Another instrument was used to complete the case. There was no consequence to the pt.